Event description:
It was reported that after implantation during an in-office check up on (B)(6) 2018; the right ventricular lead impedance had increased, r waves were low and loss of capture was confirmed via surface electrocardiogram. The patient was asymptomatic. From impedance tracking, it was revealed that the impedance values were high starting from (B)(6) 2017. Upon opening the pocket again on (B)(6) 2018, everything looked good under fluoroscopy but when the lead was disconnected from the device and connected to patient system analyzer, the parameters were optimal. The physician reconnected the lead with the device and saw optimal parameters. The physician felt that the original lead/header connection was not good at the implant and since the parameters were good with reconnecting, the lead and device were left implanted. The patient was stable before, during and post procedure.